Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using a pod5 and a non-penumbra microcatheter. During the procedure, while advancing the pod5 through the microcatheter, the pod5 unintentionally detached inside the microcatheter. Therefore, the physician removed the microcatheter containing the detached pod5. The procedure was completed using a new pod5 and new microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Please note that the device associated with this complaint was expected to be returned; however, additional information received from the penumbra sales representative on 13-mar-2020 indicated that the device was misplaced by the hospital and is no longer available for return. Therefore, without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.